Manufacturer narrative:
The closurefast catheter was returned within its shelf carton and within its label pouch. No ancillary devices, cines, images or procedure notes were returned. Visual inspection of the catheter revealed damage to the coil/heating element. The fep could be seen to have melted. Multiple burnt areas in the coil was observed. The damage to the fep resulted in the coil being exposed. The catheter did pass continuity and resistance functional testing. In order to duplicate the customer reported event, the catheter was plugged into rfg2 and rfg3 generators. The catheter passed functional test. It should be noted that the damage observed on the heating element could be associated to uneven compression of the vein over the full length of the catheter thus resulting in the fep damage and the error message being seen on the generator during the procedure.

Event description:
Physician intended to use a closurefast catheter for treatment of great saphenous vein (gsv) under general anaesthesia using transducer compression. It is reported that after tumescent infiltration it was noted the catheter would not reach operational temperature. A new catheter was opened to complete the procedure. One segment was treated and the vein closed. No patient injury reported.